Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) would not deploy. Another hsk-3043 was used and worked properly. No harm to the patient.

Manufacturer narrative:
Trackwise (B)(4) updated section: b4, g4, g7, h2, h6, h10 the lot # 3000268328 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a